Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient burns on his back under the therapy electrodes. The area was blistering but no reports of open skin. There are no allegations that the patient received a treatment. Patient followed with physician for the second degree burn. Patient was taking steroids. Follow up indicated that the area is clearing up.